Event description:
Affiliate reported that in 2006, the device was implanted at 100mmh2o via s-p shunt. Three months later, it was found that the ventricles of the patient's brain were too small, therefore, the doctor changed the pressure from 100mmh2o to 120mmh2o. The same month, it was found that the ventricles of the patient's brain were too large, therefore, the doctor tried to lower the pressure. The pressure did not decrease. As a result, on event date, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.